Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported insertion difficulty when using the angio-seal device. The sheath that was used was a long type (4.5 f parent sheath 58 cm). The accessory guidewire of the angio-seal device was too short to be used. A radifocus guidewire (150 cm, 0.035 inch) was then used to remove the sheath. After that, the locator/insertion sheath assembly was attempted to be inserted into the artery, but the assembly was not inserted due to resistance. Another angio-seal device was used to achieve hemostasis. Estimated blood loss was reported to be less than 250 cc. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used was 5 fr. The second device successfully achieved hemostasis. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. (B)(4). One 6 fr angio-seal sts plus locator and hemostasis sheath were returned for evaluation. The locator was mated with the sheath upon return. Visual inspection revealed a kink and a fold observed near the blood inlet holes. There was blood like substance noted on all components. The inner diameter of the sheath and the outer diameter of the locator were measured and confirmed all measurements met manufacturer specifications. Based on the evaluation of the returned device, the cause of insertion difficulty is determined to be the kink and fold noted near the inlet holes. There is no indication that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the kink occurred due to off-axis forceful maneuvering of the device due to external resistance within the anatomy, however the exact cause cannot be definitively determined.